Event description:
On november 14, 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medcial affairs specialist (mas) listened to the recorded call to lfs to obtain additional information and sent a letter to the patient because he could not be reached by phone on two different days. The patient said that he tested with the reported meter a few days before calling lfs and obtained a result of 265 mg/dl "first thing in the morning" while having no symptoms of low or high blood glucose level. The patient said he took insulin (type and dose not provided) after testing with the reported meter. The patient said he felt sweaty, shaky, and confused 5 minutes after taking the insulin. He tested his blood glucose with his other lfs meter and obtained a result of 65 mg/dl while symptomatic. He did not test with the reported meter while symptomatic. He treated himself with sugar. No information was provided regarding the patient blood glucose testing and diabetes medication regimens. The patient told the customer care advocate (cca) he had performed a passing control solution test on the reported meter on an unspecified date and time. The patient told the cca he was unable to perform a control solution test at the time of the call to lfs because he was in an inconvenient spot in a building lobby. The meter, test strips, and control solution were replaced. The complaint is reported because the reported lfs meter provided an elevated reading. The patient took insulin after testing with the meter and experienced symptoms that suggested hypoglycemia and a low reading on another meter. The patient treated himself with sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.